Manufacturer narrative:
Eval: pump piston, brake adjuster.

Event description:
It was reported by service report that the foot end jack will not raise, the head end brakes will not hold and the left siderail will not stay locked in the up position. No pt involvement or adverse consequences are reported.